Event description:
Reporter indicated a vns pt had high lead impedance readings at an office visit. The vns was disabled. X-rays were performed which did not show any gross lead breaks per the reporter. The pt is also experiencing migration of the generator which may have contributed to the high lead impedance per the reporter. Vns generator and lead replacement surgery is planned.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.